Manufacturer narrative:
Additional information was received on august 17, 2015. Third party manufacturer reviewed the batch records for lot# 14fm0205 and no exceptions were found. Four retention samples were also reviewed and the appearance of the balloon/inflation port, catheter body and valve function were normal. Eight samples from different lots including one form the same lot were tested for blockage, inflation, breakage, leakage and deflation by injecting 45ml of water through the inflation port into the balloon which was observed for 24 hours. The same units were then tested for blockage or leakage of the irrigation port by injecting water through the irrigation port. All functioned normally with no blockage or leakage. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported a nurse was instructing another nurse on the insertion and use of a fecal management system (fms). The fms retention balloon was inserted into the patient's rectum by the trainee nurse. The trainee nurse attempted to inflate the fms retention balloon, however, the balloon would reportedly not inflate. The instructor nurse also tried to inflate the retention balloon while it was in situ but was unsuccessful. The fms was then removed from the patient and another attempt to inflate the retention balloon was made while the device was outside of the patient's body. The balloon would not inflate. A new device was used. No patient consequences were reported as a result of this event.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. Additional patient/ event details have been requested. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted.